Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the high blood glucose. The customer's blood glucose was 600 mg/dl. The customer stated that she was trying to get the insulin pump to rewind, but was unable to get that started. The customer declined the high blood glucose troubleshooting. Customer was able to successfully rewind the insulin pump and insert a new infusion set. The insulin pump will not be returned for analysis.